Event description:
The sales representative reported a revision surgery due to dislocation of the hip. The surgeon removed the omni femoral head, neck and acetabular liner and implanted new ones. The size of the modular neck and acetabular liner implanted during the revision were different than the initial surgery. The size of the femoral head implanted during the revision surgery was the same as the initial surgery. The removed implants were sent to hospital pathology and were not returned to omni. The original implant surgery was on (B)(6) 2009 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary to support: the implants were not returned for examination and therefore omni could only use the implant usage ticket to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg lot records was performed and there was no evidence in the files that showed a correlation that would likely result in dislocation. All implant lot records of the explanted product were reviewed and there were no deviations.